Event description:
The customer reported an issue where the pump battery would not charge, despite attempts to use different wall adapters and cables. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.